Manufacturer narrative:
Additional information was received on 8/27/2020, patient had an explantation on (B)(6) 2020. Patient experienced capsular contracture baker grade IV post procedure. Reason for device explant and/or reoperation: rupture and capsular contracture baker grade IV. On 9/9/2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. Patient was replaced with two 450cc mentor smooth round moderate plus profile saline breast implants. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant and developed capsular contracture. During the visual inspection, the device was found to be ruptured. Additionally, an anomaly was observed on the edges of the rupture consistent with shell abrasion. The evaluation determined that the loss of shell integrity is consistent with a rupture caused by wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent breast augmentation revision surgery with a 450cc mentor memorygel breast implant experienced left sided rupture post procedure. As a result, patient has a planned explantation on (B)(6) 2020.